Event description:
New information received notes that the over-sensing resulted in pacing inhibition, and lead damage was suspected to be the cause of the over-sensing per the physician. A lead revision was planned but not yet performed.

Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's right ventricular lead. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that an unspecified device issue was noted. The lead and device were explanted and replaced on (B)(6) 2025. No information regarding adverse patient consequences were reported.